Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on automatically. There was no patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 17th november 2015. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups mainly of ten-minute duration. The current drain of the device was within specification. The device records 6 manual power ups on the (B)(6) 2018. These power ups may indicate the user was power cycling the device, or the beginnings of a failure. However, the device performed to specification throughout testing at heartsine, including temperature cycling between 0-50°c for 48 hours and humidity chamber at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. This equates to approximately 9.5 years of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Device switching on automatically. There was no patient involved.